Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. Treatment details were not reported. On an unreported date, the patient was discharged from the hospital and dianeal therapy remained ongoing. At the time of this report, the patient was recovering. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Upon follow up it was reported the patient was re-hospitalized seventeen days after the event onset. The peritonitis was manifested by cloudy effluent. The patient was treated with cipro (dose, route, frequency, and duration not reported) and an unknown antibiotic (drug name, dose, route, frequency, and duration) for peritonitis. During hospitalization, the pd catheter was removed and the patient was switched to hemodialysis. Thirteen days after admission, the patient was discharged from the hospital. At the time of this report, the patient remains on hemodialysis and has recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.